Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. Reportedly, patient is on antibiotics and infection is resolving.

Event description:
Additional information received indicates that patient is in the healing process and it is going as expected.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.